Event description:
It was reported that durom cup was removed on patient and replaced with a converge cup. The cup was loose and causing pain. The patient starting having pain less than 3 months ago. She even had her other side done with a durom hip after the first tone. The cup was doing fine initially and the loosened.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.